Event description:
On (B)(6) 2008, the pt underwent the surgery with the universal mandible locking plate. On (B)(6), 2008, the surgeon removed the plate and screws. Afterwards, the surgeon found the broken piece of screw hole and the broken piece was retrieved from the wound.

Manufacturer narrative:
The investigation shows that the plate broke in fatigue rupture mode. The fixing holes were damaged by the bone screws leading to a massive local strain hardening/embrittlement and thereby favored the breakage. The plate was also strongly damaged by medical instruments. Indication for material or mfg related problems were not found in this investigation. Based on statistical evaluation, no indication was found for any device related issue.